Event description:
On (B)(6) 2016, at 1556 the ethicon echelon flex 60mm stapler malfunctioned during a gastric sleeve surgery. During a gastric sleeve procedure, the stapler is compressed on to a portion of the stomach to insert the staples. At this point, the stapler should typically release but in this case it did not. It remained closed on a portion of the stomach. The company representative was present at the time of the surgery but was unable to resolve the problem and a call was made to the stapler manufacturer who attempted to troubleshoot the issue, but was unable to do so. At this point, a second stapler was used to complete the closure and then the malfunctioned stapler was required to be surgically removed. As a precaution, the staplers with the same lot numbers as the one that malfunctioned were removed from the shelves. Due to stapler locking and having to cut it out by making a tighter sleeve to withdraw the stapler, patient postoperatively had vomiting and dry heaving and a follow up gi series showed possible obstruction. The patient was taken back to the operating room on (B)(6) 2016 for a roux-en y gastric bypass in order to relieve the obstruction. Diagnosis or reason for use: gastric sleeve.